Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation.(B)(4).

Event description:
It was reported that a revision was done due to pain. X-ray showed that the stem was fractured.